Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia in the right upper quadrant of the abdomen coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. At the time of this report, there has been no medical intervention for the hernia. Dianeal therapy was ongoing. The hernia was reported to be "stable and under observation", but it was not verified if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient underwent a hernia repair surgical procedure. It was reported that the patient was unable to lift anything. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovering from the hernia event. H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient developed the hernia after starting on (pd) peritoneal dialysis therapy (no further detail was provided). On an unreported date, pd therapy was discontinued due to the hernia event and another indication. Subsequently, the patient was switched to hemodialysis on an unspecified date ¿a few months ago¿. Should additional relevant information become available, a supplemental report will be submitted.